Event description:
The end user was recovering from a hip fracture. She reported that while ambulating with the crutches, she slipped and fell. A new hip/pelvic fracture was diagnosed.

Manufacturer narrative:
The end user had suffered a hip fracture three weeks prior to this incident. The hip fracture did not require surgical intervention. While ambulating outside with crutches, the end user reported that the crutch tips wore through and she fell. She did not seek medical attention until 2-3 weeks later when she had a scheduled follow up visit for the initial hip fracture. At that time, a new hip/pelvic fracture was apparently diagnosed. She was told to remain on bed rest as much as possible. No surgical intervention was indicated. She reported that a CT scan was being done to confirm the fracture but she did not provide us with any further information and did not respond to our request asking for additional information. The sample was not returned for evaluation. No photos were sent. The overall care and condition of the crutches/tips is not known. We have not confirmed the issue or identified a root cause.